Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus elite ous mr 24 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal stent strut were lifted and pulled distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26mar2021. It was reported that crossing difficulties were encountered. The 90% stenosed, 2.75x23mm, concentric, denovo target lesion was located in the mildly calcified left circumflex artery. After a 3.5 6fr sheath was engaged in the left coronary artery, a non-bsc guidewire crossed the lesion and pre-dilatation was performed with a 2.00x12 maverick balloon catheter. A 24 x 2.75mm promus elite mr drug eluting stent was advanced but could not cross the lesion. The device was removed and the procedure was completed with a 2.75x26 non-bsc stent. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.